Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the device instructions for use (dfu) precautions, "do not torque, advance or withdraw the wire if significant resistance is felt, torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation". At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors along with the patient's anatomy may have impacted on the event as reported. The patient information was unknown at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Wire snapped in the patient - broke in half. We believe it was the fault of the patient anatomy, quite torturous anatomy and wire was put under a lot of pressure. Don 't believe it was a product fault. Patient outcome was fine, able to get end of wire back. Complete the op with another wire. Could not keep products - not available for return.